Event description:
We have determined that one of the whirlpool aides turned the water on while in the whirlpool then left (leaving other whirlpool aide in the room) to go use the restroom. On her way back to the whirlpool she was told she had a phone call by another employee. In the meantime, the other whirlpool aide received the care of the patient from another aide (floor). She then proceeded to undress him and lowering him into the whirlpool bath for his bath. Upon lowering him into the whirlpool, he jerked his feet and she realized the water was too hot. She immediately started raising the chair. She then patted his feet dry and put a & d ointment on them. In the meantime, the other whirlpool aide returned to the room. They sent for their supervisor who is assistant director of nurses. The a.d.o.n. Found mr. Alleman in the chair dressed, his right foot was red and skin not intact, the left foot was read with skin in tact. The patient's attending physician was called and he gave orders for the caring of the feet. The patient's child was notified and later in the evening, she came to see her father. An incident report was made. After further investigation by the administrator, the director of nurses, and the assistant director of nurses and my self, it appears that the temperature gage can go down immediately, indicating the water in the tub is not as hot as it actually is. The manufacturer was contacted on april 28th, 1992 and I was told it would be a couple of days before someone got in touch with me. Representative was contacted and will be here on 4/29/92 in the a.m. To look at the situation. All necessary measures have been taken to prevent another incident like this from happening againinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-sep-91. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.